Manufacturer narrative:
H11: additional manufacturer narrative: updated: a4, b4, b5, b7, g3, g6, h2, h6 (health effect - clinical code, type of investigation). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6 (device code(s)).

Event description:
It was reported and learned through medical records that a patient with a 29mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 4 years, 11 months due to calcification, thickened leaflet with restricted motion and severe stenosis. The patient presented with progressive shortness of breath. The tmvr was performed with a 29mm 9755rsl transcatheter valve. The patient was discharged on pod #1. Per medical records, the pre-operative tee showed the mitral prosthesis was well-seated with signs of calcific degeneration, thickened leaflets and restrained leaflet motion and severe stenosis with increased mean gradient of 16mmhg. The patient underwent successful tmvr utilizing a 29mm 9755rsl transcatheter valve. Post-operative tee shows well-seated mitral valve with normal leaflet motion with mean gradient of 4 mmhg.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including coronary artery disease and hyperlipidemia

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 4 years, 11 months due to stenosis. The tmvr was performed with a 29mm 9755rsl transcatheter valve.